Event description:
Reportedly the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. On 07/30/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair, mitral regurgitation and mitral insufficiency still present after attempted repair.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the reason for explant was learned. The device history record (DHR) review was completed on 11-aug-2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.